Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 595 mg/dl, 504 mg/dl. Customer's current blood glucose was 494 mg/dl. Customer treated high blood glucose with manual injection and insulin pen. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer stated auto mode feature was not active at the time of high blood glucose. The insulin pump will not be returned for analysis